Event description:
It was reported that the doctor indicated mobility of the crown due to loosening of abutment screw (iunihg).

Manufacturer narrative:
One certain gold-tite hexed screw was returned for. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite hexed screws, it is recommended to torque at 20ncm. Alleged event is non-verifiable with the information provided. A singular root cause could not be identified. Device evaluated by manufacturer: change "no" to "yes". Is being re-entered as these fields were required.

Event description:
It was reported that the doctor indicated mobility of the crown due to loosening of abutment screw (iunihg).